Event description:
It has been reported to philips that the system startup failed. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. Upon functional testing, the fse found that the system software couldn¿t start normally. To resolve the reported issue the fse re-installed the system software. After re-installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.